Manufacturer narrative:
Patient's date of birth is unknown; however, it was reported that the patient was born in (B)(6). (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown; however, it was reported that it was placed in (B)(6) 2016. According to the complainant, a new stoma site was created and a new peg tube was placed. It was noticed that there was a leakage from the old stoma site it had pus and smelled. It was suspected to be infection. Reportedly, the nurse was advised to have it tested however results are unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.